Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio then replaced the user interface (ui) pcb assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was placed back into inventory for use. Physio further examined the removed ui pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic) chip, designator u2. (B)(4).

Event description:
Physio-control observed that a physio-owned device had a service indicator present.  Additionally, the device would intermittently lock-up with a white display upon boot-up.  As a result, defibrillation may be delayed or prevented, if necessary. There was no patient use associated with the reported event.